Manufacturer narrative:
Medwatch sent to FDA on 08/11/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of an abscess and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Health care professional reported approximately 2 weeks after injection with one syringe of juvederm voluma xc in the "sub dermal plane," the patient was seen by the injector with an abscess. The patient returned a month later still with the abscess, but now also had edema present. The patient was treated with oral antibiotics and has had the area drained multiple times. Cultures have been performed, but all results have all been negative. As a consequence of the draining, the patient has developed a scar according to the treating physician. The symptoms are getting better but have not resolved.